Event description:
It was reported that the top screw c4 went thru the locking mechnism of the plate. Illiac creast bone graph, patient seems to be on her way to a solid fusion .

Manufacturer narrative:
It was likely the surgeon torqued the screw past the designated diameter that retains the screw within the plate. The distal diameter of the screw hole is tapered in as to retain the screw and indicte to the surgeon that the screw is sufficently inserted. The surgeon may not have identified that the secondary resistance and seemed it was just normal bone resistance, leading to over torquing of the screw that surpassed the retaining ring.